Event description:
It was reported that patient battery site opened due to a wound. Patient had a wound revision on (B)(6) 2023 and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.